Event description:
It was reported that: "at the end of a tavi procedure, after exchanging the device sheath with the manta sheath-dilator assembly, the physician withdrew the dilator and inserted the manta closure unit into the manta sheath. However, excessive resistance was felt by the physician when he was pushing in the bypass tube into the sheath hub through the hemostasis valve. Rather than trying to push the bypass tube hard into the sheath, the physician decided to exchange with a new 18f manta to seal the wound and it was successful eventually. After the case, 'the physician took the defective manta to reinsert into the sheath hub and it took much more force than usual. The physician wanted to prevent damaging the valve of the sheath and causing dislodgement of a part of the valve". The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). One unit of manta and sheath were returned for evaluation. Blood particulates were noted on the unit. Units were decontaminated and inspected. Manta was locked into the sheath with the trigger actuated. Components (collagen, lock and footplate) were pushed out of the lumen. The device lot history record review ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4). We will continue to monitor the rate for all ders and only initiate a new nce if the occurrence rate exceeds (B)(4). Case details were reviewed. A female patient presented in the or for a tavi procedure. A medial access was gained utilizing single stick micropuncture. The common femoral arteriotomy had mild circumferential calcification, and no tortuosity, with a measured deployment depth of 4cm. No issues were encountered advancing or withdrawing the procedural sheaths during the case. Following the tavi, an 18f ce manta was deployed to the measured depth. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered excessive resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending to the bypass tube, and no structural damage on the lumen of the sheath occurred when resistance was met. The first 18f ce manta device and sheath were removed and a second 18f ce manta device and sheath (from the same lot) were deployed successfully without issue. The manta instructions for use indicates in step 3 of inserting the device: note: if significant resistance is felt insert the bypass tube into the manta sheath, remove the entire system, and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4). We will continue to monitor the rate for all ders and only initiate a new nce if the occurrence rate exceeds (B)(4). The der process will continue to monitor for any similar events.

Event description:
It was reported that: "at the end of a tavi procedure, after exchanging the device sheath with the manta sheath-dilator assembly, the physician withdrew the dilator and inserted the manta closure unit into the manta sheath. However, excessive resistance was felt by the physician when he was pushing in the bypass tube into the sheath hub through the hemostasis valve. Rather than trying to push the bypass tube hard into the sheath, the physician decided to exchange with a new 18f manta to seal the wound and it was successful eventually. After the case, 'the physician took the defective manta to reinsert into the sheath hub and it took much more force than usual. The physician wanted to prevent damaging the valve of the sheath and causing dislodgement of a part of the valve". The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4) UDI related data quality updates only section d.4.-unique identifier (UDI)# corrected to (B)(4). Other remarks: n/a corrected data: n/a